Manufacturer narrative:
The company service representative attended multiple surgeries and no functional problem was found with the system. The company service representative suggested the possibility of an intermittent issue being caused by the footswitch side micro switch sticking. However, the company service representative could not replicate or confirm the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to cataract extraction procedure the system was stepping through the steps with out footswitch interaction. The case was initiated and completed. There was no patient involvement.